Event description:
It was reported that a lead warning triggered due to low pacing impedance on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: ddpa2d1 ICD, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.